Event description:
A us distributor reported that a patient was experiencing check belt/ damaged cable messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check belt messages/damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to an damaged white wire in the cable connecting the distribution node (dn) to ECG "c." The cable showed signs of physical abuse. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged electrode belt.